Event description:
This is a report of improper therapy steps being performed during set up for peritoneal dialysis therapy. It was indicated that the patient had been connected to the patient line of the cassette during set up and then disconnected. The patient touched the end of the patient line, disconnected the extension set, and later replaced it with another extension set. The patient then attempted to re-prime the patient line and connected to the setup prior to the line being completely primed. The patient disconnected themselves from the setup and then attempted to again re-prime the patient line. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected to the patient line of the cassette prior to properly priming the line. The patient also went on to disconnect and replace the disposable extension set during the set up after touch contamination. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.